Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the base of the blade. A piece approximately 0.495" x 0.086" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the harmonic ace instrument. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace instrument was broken. The customer reported that a fragment had fallen into the patient, the customer was able to remove it in the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative and obtained the following additional information: the customer stated that they were in the process of dissecting when the fragment broke off the instrument. They had been using the instrument for 30 minutes prior to the issue. The customer did inspect the instrument prior to use and found no issues. The surgeon did not notice any functionality issue during use. The bed side assistant retrieved the fallen fragment, the customer confirmed all the fragments were retrieved. The procedure was completed robotically, the patient had no other injury and had not returned to the hospital for any complications.